Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. Blood glucose level remained within normal range, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and following this, the malfunction did not recur. The pump was deemed safe for continued use, and the customer was advised to reach out if the issue reoccurs.